Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture "causing severe pain and inflammation" "fluid", "breast nodule", "there was a need for drainage", and "not comfortable seeing countries prohibit devices of the same brand". Patient also reported cyst not related to the device. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lump/nodule is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for operation is lump/nodule.

Event description:
Additionally lump/nodule was reported. The device has been explanted.

Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture "causing severe pain and inflammation." It was also reported that "there was a need for drainage." The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported "late seroma," nodule, cysts, and anxiety product/procedure.

Event description:
Device has been explanted.